Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that through remote transmission on (B)(6) 2018, the right ventricular lead exhibited high impedance and high capture threshold. The patient was brought into clinic and a chest x-ray revealed that the lead was dislodged. During the attempt to reposition the lead on (B)(6) 2018, the helix was unable to be extended. The lead was explanted and replaced. The patient was stable before, during and after the procedure.